Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. All gels were deployed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction. The monitor sn (B)(4) was returned to zoll manufacturing corporation and evaluation is currently underway. Device evaluation of the monitor included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contributed to the event. There is no indication of a device malfunction contributing to the patient death. Post-shock asystole is a known potential outcome of external defibrillation.

Event description:
A us distributor contacted zoll to report that a patient was treated by the lifevest and passed away on (B)(6) 2017. The patient was with his wife prior to passing. CPR efforts were performed by ambulance paramedics, but were unsuccessful. The patient experienced a defibrillation event consisting of 15 shocks on (B)(6) 2017. The lifevest first detected an arrhythmia at 11:43:36am on (B)(6) 2017. The ECG recording shows the patient was in ventricular fibrillation. The lifevest deployed gel and delivered the first treatment shock at 11:44:50. The post-shock rhythm of the first treatment shock was idioventricular rhythm at 50 bpm. A second treatment shock was delivered at 11:45:19. The rhythm at the time of the second treatment shock was iodventricular rhythm at 50 bpm. The post-shock rhythm was asystole. The lifevest declared a non-treatable rhythm at 11:45:37. Asystole was detected by the lifevest at 11:45:41. The ECG recording shows the patient was in asystole. An arrhythmia was detected at 11:45:49. The ECG recording shows the patient was in asystole. A non-treatable rhythm was declared at 11:45:54. Asystole was again detected from 11:46:15 to 11:51:18. The ECG recording shows the patient was in asystole with intermittent cardiac activity and the return of spontaneous cardiac activity at 70 bpm. The lifevest detected an arrhythmia at 11:52:34. The rhythm at the time of the third treatment shock was asystole with intermittent cardiac activity. The post-shock rhythm was idioventricular rhythm at 60 bpm. An arrhythmia was again detected at 11:54:28. The ECG recording shows CPR artifact. The lifevest delivered a fourth treatment shock at 11:56:03. The rhythm at the time of the fourth treatment shock was ventricular fibrillation. The post-shock rhythm was asystole with CPR artifact. A fifth treatment shock was delivered at 11:56:34. The rhythm at the time of the fifth treatment shock was ventricular tachycardia at 180 bpm. The post-shock rhythm was ventricular tachycardia at 170 bpm. A sixth treatment shock was delivered at 11:57:06. The rhythm at the time of the treatment was ventricular tachycardia at 180 bpm. The post-shock rhythm was ventricular fibrillation transitioning to asystole with intermittent cardiac activity and transitioning to nsvt. A seventh treatment shock was delivered at 11:57:39. The rhythm at the time of the seventh treatment shock was nsvt. The post-shock rhythm was asystole. Asystole was detected at 11:57:59. The ECG recording shows asystole. The lifevest detected an arrhythmia at 11:58:38. The ECG recording shows ventricular tachycardia at 180bpm. An eighth treatment shock was delivered at 11:59:43. The rhythm at the time of the eighth treatment shock was ventricular tachycardia at 170 bpm. The post-shock rhythm was ventricular tachycardia at 170bpm. A ninth treatment shock was delivered at 12:00:09pm. The rhythm at the time of the ninth treatment shock was ventricular tachycardia at 150bpm. The post-shock rhythm was ventricular tachycardia at 160 bpm. A tenth treatment shock was delivered at 12:00:31pm. The rhythm at the time of the tenth treatment shock was ventricular tachycardia at 160bpm. The post-shock rhythm was ventricular tachycardia at 160bpm. An eleventh treatment shock was delivered at 12:01:06pm. The rhythm at the time of the eleventh treatment shock was ventricular fibrillation. The post-schok rhythm was accelerated idioventricular rhythm at 130 bpm. A twelfth treatment shock was delivered at 12:03:27pm. The rhythm at the time of the twelfth treatment shock was ventricular fibrillation. The post-shock rhythm was ventricular tachycardia at 150 bpm. A thirteenth treatment shock was delivered at 12:03:58pm. The rhythm at the time of the thirteenth treatment shock was ventricular tachycardia at 150 bpm. The post-shock rhythm was tachycardia at 120 bpm degrading to asystole. Asystole was detected by the lifevest at 12:05:36pm. The ECG recording shows asystole. Ventricular tachycardia at 160 bpm was detected at 12:05:53pm and 12:07:29pm. A fourteenth treatment shock was delivered at 12:09:26pm. The rhythm at the time of the fourteenth treatment shock was asystole. The post-shock rhythm was asystole. Asystole was again detected by the lifevest at 12:09:34pm and 12:10:04pm. The ECG recording shows asystole. At 12:10:17pm an arrhythmia was detected by the lifevest. The ECG recording shows accelerated idioventricular rhythm at 140 bpm degrading to vf. A fifteenth treatment shock was delivered at 12:11:22pm. The rhythm at the time of the fifteenth treatment shock was ventricular fibrillation. The post-shock rhythm was asystole with motion artifact. The electrode belt was disconnected at 12:12:05pm on (B)(6) 2017. The ECG recording show the patient was in asystole with intermittent cardiac activity and CPR artifact degrading to asystole from 12:11:22pm until the electrode belt disconnection at 12:12:05pm. Post-shock asystole is a known potential outcome of defibrillation.